Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: date of concomitant therapy is (B)(6) 2023. H6: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument release to warehouse date: 13 december 2022. Expiration date: 31 october 2032. Part: 03.404.024s, 14.0mm reamer head for ria 2-sterile. Lot: 3181p29 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 03.404m024, ria ii reamer head 14.0mm. Lot: 635p362. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Was reviewed and determined to be conforming. Heat treat results certified. Certificate of analysis supplied to mark two engineering from banner medical was reviewed and determined to be conforming. Material certification supplied to banner medical from carpenter was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, that while reaming the femoral canal of a patient with the ria 2 system we heard a snapping noise. When looking on fluoroscopy it was clear that the reamer head broke and detached from the drive shaft. The surgeon pulled back the ball-tip guidewire which was able to successfully remove the broken reamer head from the canal. There appeared to be some small pieces of debris left in the canal. There were no fragments generated. There was no surgical delay and procedure completed successfully, there was no patient outcome. Concomitant product: unk - screwdrivers: shafts(part# unknown, lot# unknown, quantity# 1). Unk - guide/compression/k-wires(part# unknown, lot# unknown, quantity# 1). This report is for one (1) 14.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).